Event description:
It was reported that during an unrelated service performed by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) executive processor fault code f7 was discovered while completing pm. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field- h6- investigation conclusions, investigation findings.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h11. Corrected field - h6 (investigation findings, medical device problem code, component codes and investigation conclusions).